Event description:
It was reported to philips that the system failed to boot after a power surge, affecting the m-cabinet on an allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restored the ghost backup. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).